Event description:
A customer reported an issue related to a time discrepancy with their pump, with no known reason for the incorrect time. There was no reported impact to the customer's blood glucose level, as previous settings' impact on blood glucose levels was unknown. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the discrepancy reoccurs.